Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. A visual examination of the unit showed no evidence of physical abnormality. The sample was docked to a solution bag and vial, during a functional test. After functional testing, no evidence of a leak was detected. Therefore the reported leak could not be confirmed, nor could a cause be determined. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a vial-mate reconstitution device leaked. The vial was docked and the medication was reconstituted; infusion was started. After an unknown amount of time it was observed that the reconstituted medication was "leaking between the adapter and the vial". There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.